Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a hair fiber imbedded in the wall between the medication port and the injection site. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty intravia container had a hair fiber in one of the ports. The device was not used. There was no patient involvement. No additional information is available.